Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up investigation will be submitted after investigation.

Event description:
It was reported that: during a shin biopsy, the distal end of the biopsy needle ruptured into the cortical bone of the patient's shin. A piece of the biopsy needle got stuck in the patient's shin. The piece of the biopsy needle could not be removed from the patient's shin despite the doctor's attempt. No health consequences have been reported for the patient. Additional information was reported on 13jan2023: "the biopsy was performed on an osteitis. The distal end of the biopsy cannula "broke off" into the cortical bone of the patient's shin. Approximately 1 cm of the needle remained in the patient. Patient is currently on antibiotics. No revision surgery is planned at the time of this answer. At the time of this answer the patient's condition is stable, and still has the piece of needle in the shin."

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. A device history record review was completed. All processes were followed. Case details were reviewed. A patient underwent a blb procedure (shin biopsy). The distal end of the biopsy needle ruptured/broke into the cortical bone. The piece could not be removed from the patient's shin. No unit was returned for evaluation. It is unknown what other damages the shaft of the cannula incurred aside from distal piece separation. Additional information was requested. A response was received. Approximately 1 cm of the biopsy cannula remained in the patient. Patient's cortical bone was hard but the procedure was performed very carefully according to the operator. No images or videos of the issue were provided. It is unknown if excessive force was applied. Per IFU: -do not apply excessive force to driver/needle set without a product return, it is not known to what extent, degree, or rigor this device has been used and handled. Patient is stable. No revision surgery is planned. Antibiotics provided for any infection linked to needle. A manufacturing record review was completed by manufacturer and no related nonconformances were found. Based on the information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: during a shin biopsy, the distal end of the biopsy needle ruptured into the cortical bone of the patient's shin. A piece of the biopsy needle got stuck in the patient's shin. The piece of the biopsy needle could not be removed from the patient's shin despite the doctor's attempt. No health consequences have been reported for the patient. Additional information was reported on 13jan2023: "the biopsy was performed on an osteitis. The distal end of the biopsy cannula "broke off" into the cortical bone of the patient's shin. Approximately 1 cm of the needle remained in the patient. Patient is currently on antibiotics. No revision surgery is planned at the time of this answer. At the time of this answer the patient's condition is stable, and still has the piece of needle in the shin."